Event description:
Further information has been received from the physician indicating that there has been no increase in seizures. Settings provided and diagnostics assumed within normal limits as 2400 ohms was noted as impedance with remainder of fields not filled in. Device evaluation is not necessary as the reported event has been confirmed an invalid report. No other relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined an invalid report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced increased seizures. The patient was reportedly scheduled for replacement that was not indicated to be due to the increased seizures. Implant card was received indicating patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.